Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c processing module on a patient. Results provided: sid (B)(6) = 3.905 mmol/l, repeated on another alinity = 0.9 / 0.908 / 0.867 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for alinity c magnesium reagent lot number 68277ud00. Trending review determined no trends for discrepant patient results for the product. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity c magnesium reagent lot number 68277ud00 was identified. All available patient information was included. Additional patient details are not available.